Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter could not be washed quickly after used on patient. Pentaray nav high-density mapping eco catheter could not be washed quickly. The serum set was washed quickly, but when connected to the catheter, the catheter could not be washed quickly. The catheter was replaced with a new one. Problem solved. There was no procedure delay. The procedure was successfully completed. No patient consequence. Additional information was received on (B)(6) 2024. The issue was noted after the device was used on the patient. The pump used was the smartablate irrigation pump. No error was noted on the irrigation pump. The pentaray nav high-density mapping eco catheter could not be washed quickly. The serum set was washed quickly, but when connected to the catheter, the catheter could not be washed quickly. The correct catheter settings were selected on the generator. The catheter could not be washed quickly issue was originally considered non-reportable, however, bwi became aware of that the issue was noted after the device was used on the patient on (B)(6) 2024 and have reassessed the event as reportable. The reportable awareness date for this record is (B)(6) 2024.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter could not be washed quickly after used on patient. The bwi product analysis lab received the device for evaluation on 23-jul-2024. The device evaluation was completed on 26-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and an occlusion was detected. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent irrigation tube could not be determined. Flush the catheter with heparinized saline prior to insertion into the body. The catheter instructions for use (IFU) contain the following recommendations: always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).